Manufacturer narrative:
Accuracy testing was completed to evaluate the assay performance of architect ca 19-9 reagent lot 13145m500. The testing met the acceptance criteria. Customer complaint data was reviewed and no adverse trends were identified for the issue under investigation. The architect ca 19-9 xr reagent package insert was reviewed and was found to adequately address the issue. The architect ca 19-9xr reagent lot 13145m500 is performing as intended. The investigation did not identify a malfunction/deficiency.

Event description:
The customer stated that an architect ca 19-9 result of 1929 u/ml was generated. The patient was tested at another facility and a result of <37 u/ml was generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.